Event description:
It was reported that the patient had high impedance. Per the physician's review of x-rays, no obvious lead discontinuities were identified, and no issues with connector pin insertion were identified. The physician declined to provide x-rays for manufacturer review. Generator device history record was reviewed and the device was found to have passed all required quality testing prior to distribution; no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
If remedial action initiated, check type, corrected data: initial report inadvertently did not select ¿notification¿. Additional manufacturer narrative and/or corrected data, corrected data: initial report inadvertently did not include the following statement. Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter.¿